Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high and that the infusion sets were being changed every three days. The customer reported that other health issues were causing the blood glucose to run high and had been changing things in order to regulate. The blood glucose reading was over 400 mg/dl. The blood glucose reading at the time of the call was 106 mg/dl. The customer treated with the insulin pump. The customer reported that the drive support cap appeared normal and recessed and declined to check for air bubbles, leaks, site or insulin issues and declined to check the settings. The customer was advised to contact a health care professional regarding the elevated blood glucose.